Manufacturer narrative:
(B)(4). Date sent: 4/10/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the device jam (not fire clips)? Yes, the device did not fire. ¿ did the device not feed clips (clips not advancing fully into the jaws)? Information not available ¿ did the device drop or eject clips? No ¿ was there any other issue noted with clip firing (e.g., sideways clip feed, malformed clips, scissored clips)? No ¿ did the clip fail to hold on the vessel or tissue once placed? Yes ¿ was the device on a vessel/artery when it would not open? Information not available ¿ if yes, how was the device removed (cut off, forced open)? Not applicable ¿ if the device was cut off, was there any damage to the vessel/tissue? No ¿ is the current patient status known? The patient is fine ¿ was there any patient consequence or change in post-operative care as a result of the event? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, faulty not clipping "did not work as intended". No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2026 d4: batch # a98v1u investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent external damage. The tyvek packaging was returned along with the instrument. Upon functional testing, the device was fired; however, the clips failed to advance into the jaw. Further inspection revealed that the tip of the advancer was bent. The instrument was subsequently disassembled, at which point the advancer was confirmed to be bent, and seven (7) clips were found lodged within the clip track. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a98v1u number, and no non-conformances were identified.